Event description:
It was reported that the monomer vial was broken inside the box of palacos r+g cement. The reported event was noted prior to use and there was no report of injury or harm to the pt or user.

Manufacturer narrative:
The device was discarded, precluding further analysis. Should add'l info become available, it will be submitted in a f/u medwatch.